Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4)

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure a patient said she could not see out of the iol. The surgeon determined there was a scratch on the lens and the lens was exchanged in a second procedure. Additional information was provided by the physician that the patient experienced glare. The lens was replaced with a different model iol. The symptoms have resolved with treatment.